Event description:
The complainant reported a 69-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient developed a retroperitoneal bleed and subsequently passed away. The bleed was identified during an abdominal CT scan after the patient had complaints of abdominal pain and constipation. The patient began to lose their vision after the bleed was identified, and had reports of shortness of breath and a drop in blood pressure. The patient underwent a mass transfusion, however a return of spontaneous circulation could not be achieved and the patient passed away.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.